Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was cracked and was not legible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: investigation revealed that the display screen was damaged/cracked. The damaged display was replaced with a test display, and the test display was clear and legible.